Event description:
It was reported that the unspecified bd syringe experienced leakage. The following information was provided by the initial reporter: we have a leaking posiflow.

Manufacturer narrative:
Per additional information received from the initial reporter, the device involved with this complaint is not a bd product. This incident and the initial MDR submission, (MFR report #: 2243072-2021-02348), can therefore be disregarded.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter e-mail: an additional email address was provided as (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd syringe experienced leakage. The following information was provided by the initial reporter: we have a leaking posiflow.